Event description:
It was reported that a patient underwent an unknown spinal procedure with cage implantation. During the procedure, a "thin coil fell from the implant into the patient. The surgeon believes the piece came from the implant holder but was separated from the implant." The piece was removed and no patient complications were reported.

Manufacturer narrative:
(B)(4). This part is not approved for use in the united states; however a like device (B)(4) was cleared in the united states. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the device history records for this device was not possible without additional device information.